Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a bubbled dso seal and worn uso seal. The tamper seal was broken. A visual inspection was performed and the reported issue was duplicated. The reported issue was related to the damaged dso. The dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a bubbled downstream occlusion. It is unknown if there was patient involvement, no adverse patient effects were reported.